Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -05.00/+5.0/056 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to excessive vaulting and elevated intraocular pressure (iop). The surgeon did not implant another icl lens. The cause of the event was due to patient -related factor.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -05.00/+5.0/056 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to excessive vaulting and elevated intraocular pressure (iop). The surgeon did not implant another icl lens. The cause of the event was due to patient -related factor.